Event description:
Clinical adverse event received for obstructive sleep apnea. Is this event related to the study device? Not related. Is this event related to the study procedure? Possibly. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).